Event description:
In 2002 the donor had called the plasma center to report that they had blood present in their urine. Donor donated earlier and had left the facility in good condition. The plasma center's logsheet documented one hemoglobin(hb) detect alarm that occurred and the procedure was continued. Follow-up with center indicated that operator had followed troubleshooting procedure for handling an hb detect alarm. Operator noticed a color change in the plasma-collect tubing, cleared the line of any kinks, and resumed procedure. No further alarms or issues reported for the donation.